Event description:
The surgeon initially suspected dislocation however, a revision of a right hip revealed that the metal head wore down the trunnion of the stem. The stem, head and liner were revised. The surgeon noted altr in the soft tissue.

Manufacturer narrative:
An event regarding wear and altr involving an accolade stem and a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review was not performed as the lot ID is unknown. Complaint history review was not performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, pathology reports, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The surgeon initially suspected dislocation however, a revision of a right hip revealed that the metal head wore down the trunnion of the stem. The stem, head and liner were revised. The surgeon noted altr in the soft tissue.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf 4.5. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Hospital policy.